Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection of the product identified a visible white deposit in the header of the product. The analysis found that this deposit was calcium carbonate. Calcium carbonate is not a component used in the manufacturing process of the products. It is likely this is a deposit from the dialysis monitor. No product failure could be found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 17l had a foreign matter inside the blood pathway of the dialyzer that was observed during priming. There was no patient involvement. No additional information is available.